Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states that when the quad link is moved outward the joystick turns off. Dealer states that when you bring the quad link inward the joystick comes back on. Dealer states seems to be issue with he joystick cable. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 3grx-cg, serial number/date code (B)(4)approximately 10 months old. The owner's manual part number 1143151 rev. I (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.